Event description:
It was reported that during da vinci assisted hiatal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report that erbe stopped working. Tse reviewed onsite logs and found error u-02. The staff turned off erbe and used backup generator for energy. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported issue and replaced erbe to resolve the issue. The unit was returned for failure analysis and the reported failure (u-02 error on start-up, erbe froze on white load screen stopped working) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.